Event description:
Rn came in to find patient laying supine on bathroom floor, having fallen from shower chair after getting cleaned up. Back left shower chair leg was completely bent and folded under chair, causing pt to fall from it. Pt neuro intact, alert and answering questions appropriately. Pt denies striking head and loss of consciousness (loc). After brief assessment, rn assisted pt safely to commode where a set of vitals were taken, all within normal limits. Pt denying any acute symptoms at this time, denying pain/discomfort from fall. Pt safely back in bed with non skid footwear on, brakes engaged, and call bell within reach. Will continue to monitor.